Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:00 was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 802:00; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.